Manufacturer narrative:
This device is classified as import for export, therefore 510k is not applicable. Model ed34-i10t-us is available in the USA with a 510k number k163614. We checked the returned unit and confirmed that the light guide fiver bundle (lcb) distal cover glass missing. Based on the result, we concluded that it was caused due to the physical damage applied on the lcb. In addition, we confirmed that the bending rubber leaky, the segment worn out, the remote button cut, the lcb broken and the suction channel buckled; however, they are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report and/or the risk analysis results, it was evaluated to submit MDR.

Event description:
The time of event is unknown. There was no report of patient harm. Lcb distal cover glass missing.